Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a peeling downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. The customer's problem was replicated. The cause of the issue was an inadequate connection of the latch lock flex sensor. Replaced the dso seal, uso seal and latch lock flex sensor.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette error. The event occurred during testing, and there was unknown delay to therapy. There was no patient involvement, and no harm/adverse event was reported.